Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a physician and concerns a female patient (age not reported) who was injected with an unspecified amount of radiesse to the nasolabial folds (nlf) 3-4 years ago. Medical history positive for raynaud's disease. Concomitant medication not reported. An unspecified time post injection, the patient developed a "mass that looked blue" in one of the nlf (side not specified) which continued to get larger. The other side was fine. Treatment of the mass reported as excision through the oral mucosa. The mass was sent for biopsy, which showed calcium hydroxylapatite. The physician excised the mass because, aesthetically, it was "an issue" and also out of medical necessity as he feared it could have been a cancerous mass. Causality and lot not reported. Outcome reported as "fully recovered" but patient was left with a minor indented scar.